Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was discovered that the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was stable and would continue to be monitored.